Manufacturer narrative:
Oca inspection did not confirm the phenomenon indicated. The following may have occurred during use. The camera head's video connector was not connected to the camera control unit. The endoscope was not connected to the camera head. The electrical contacts and optical connections at the video connector were dirty. The DHR(device history record) was reviewed and confirmed that the products complying with the specification were shipped, so we believe that this occurred due to factors beyond the release. Root cause was unidentifiable. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the image does not appear was not confirmed. A visual inspection on the as is received condition of the device; observed cosmetic normal wear and tear. A functional test was executed on the device using test unit as well as sony monitor. Camera head was inserted into camera control unit and was engaged with a clicking sound indicating camera head was properly locked. Connected test endoscope to camera head and ensured it was firmly secured. The camera head was able to provide image with no issues; test camera control unit was able to recognize camera head indicating that there were no discrepancies. Auto focus button, zoom button, and white balance button were functioning and corresponding when activated. The device was burned-in for a total of 16 hours and was still able to provide an image. Additionally, the cable and connector were manipulated in several angles and the camera head was still providing a stable image. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus during preparation for use, the device was plugged in and the image does not appear. There was no patient injury reported.